Manufacturer narrative:
The investigation for the optical issue has been completed. Console logs from the reported day of event are consistent with complaint and show three attempts to use pump disconnecting and reconnecting, following case start wizard prompts - each time resulting in psnr condition, and eventually an alarm ¿placement signal not reliable¿ (#1036, optical signal invalid). The backup console sn had not been identified, therefore absence of psnr alarms on backup console could not be verified. Rtlog data shows that when pump was connected snr was very low, and placement signal values could not be determined, resulting in psnr condition. Console was returned for evaluation and contamination was found on the optical pump connector fiber ferrule. The cause of the aic issue was a defective optical bench. Added-h6 impact code 4629.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when the impella catheter was plugged in, an error message of optical sensor not detected occurred. Staff unplugged and re-plugged the catheter in a few times before switching out consoles (automated impella controller). The same error code came up when it was plugged in to the same console. A new console worked successfully with no error message. No patient harm has been reported.